Manufacturer narrative:
(B)(4).baxter will continue to monitor similar reports to determine if further actions are required.the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of running fine, starts beeping. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "running fine, starts beeping" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined and no repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has previously been sent to baxter for service for the reported problem, however the reported condition is not contributed to anything related to previous service. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.